Manufacturer narrative:
Serial number was not provided by the customer.

Event description:
The customer reported that during installation of the liquid-crystal display (lcd) the ventilator screen is white and nothing comes up. There was no patient involvement.